Event description:
The patient was brought to or on mid-february for re-operative endovascular aortic repair (evar) with a 28_100/16-40 endologix graft, secondary to the failed endologix graft implanted almost exactly four years earlier. The re-operative evar was a success and the patient was discharged in good condition. Note - the aaa did not rupture.